Event description:
It was reported that the accuracy of a robotic-assisted surgical system was questioned when the robotic arm was fully extended or positioned at extreme angles. The reporter indicated that laser-based registration and driving to entry points using the laser were not sufficient for marking entry points, and a discrepancy was noted after attaching the instrument holder, which was believed to correlate with extreme arm positions. The reporter requested registration data from past cases and/or joint positions at each trajectory to evaluate the concern. The issue occurred during surgery, however the delay was prior to incision, however after anesthesia had been started. Delay was about 20 minutes. Surgery continued and was completed normally. Patient had a hemorrhage and was in ICU ¿ critical condition. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.